Event description:
A pt reported blood glucose reuslts of "140 g/dl" with a lifescan meter and "108 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.

Event description:
A pt reported blood glucose reuslts of "140 g/dl" with a lifescan meter and "108 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.